Event description:
(B)(4). Was inserted with essure (B)(4) 2012 was experiencing heavy bleeding the day after. Problems started with bleeding the first year of insertion , non stopped. Cramping was next ongoing problem . Then the pelvic pain with in the first year. Starting of the second year I have experienced the following , gynecological: discharge, hot flashes, night sweats, painful ovulation, loss of libido, spotting after sex, painful periods , painful intercourse , yeast infections, breast tenderness , abdominal spasms/fluttering. Pain: back , joint, breast, hip. Gastrointestinal: nausea, constipation, severe bloating , metallic taste in mouth. Neurological: headaches and migraines , dizziness, tingling sensations , numbness, nerve pain , brain fog, anxiety , panic attacks , mood swings, depression, ringing in ears, fainting, tingling in extremities. Blood issues: iron deficiency. Allergies: nickel, skin irritation. Heart : heart palpitations. Other: hair loss, weight issues , swollen glands , muscle spasms , vision problems , excessive sweating , dry skin / hair.